Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to be interrogated. The patient was unable to send a remote transmission via transmitter. The patient presented in clinic for interrogation. Upon interrogation, attempts to interrogate the pacemaker via programmer was not successful. Several attempts were made by interrogation in a different room and with and without radio frequency (rf) antennae plugged in. However, all attempts were unsuccessful. A telemetry test was conducted and was not successful. The patient did not report any recent MRI's or surgeries. Also, a magnet was placed over the device, no magnet response was noted. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
Additional information: b5, d10, h3, h6.

Event description:
New information received noted that the pacemaker had reached elective replacement indicator (eri). Also, it was noted that the pacemaker exhibited device output failure.

Manufacturer narrative:
The reported event of premature battery depletion, unable to interrogate and remote access issue was confirmed. As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. This header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.